Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the needle and suture broke. They opened a new one to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture fragment and one needle. The needle was received bent. Upon microscopic inspection, instrument marks were observed at the bend site. As no sealed samples were returned, bend moment testing could not be completed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Grasping the needle at the tip or swage could cause the needle to break or bend. The needle should always be grasped in the middle where the diameter is greatest. If information is provided in the future, a supplemental report will be issued.